Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range (oor) shock impedances, measuring greater than 200 ohms. It was noted there was a small increase in the pacing impedances as well. Troubleshooting was performed, and the oor measurements were unable to be reproduced. The shock impedances were 88 ohms. Boston scientific technical services (ts) discussed that the intermittent oor impedances could be do to a spring contact issue in the device header. The physician plans to continue to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported.